Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/migration of essure location of device: perforation of uterine wall/expulsion of essure device/perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, urinary tract infection and cesarean section. Previously administered products included for an unreported indication: mirena. Concurrent conditions included menses irregular, premenstrual syndrome, low back pain, uterine bleeding and dysfunctional uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic pain ("pain"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and abdominal pain lower ("lower abdominal pain/cramps") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with ondansetron (zofran) and surgery (ablation and to remove essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, hypersensitivity, vaginal haemorrhage, depression, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the pelvic pain, female sexual dysfunction, dyspareunia, fatigue, abdominal pain lower and hormone level abnormal had resolved. The reporter considered abdominal pain lower, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, nausea, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record: genital haemorrhage and dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, lower abdominal pain/cramps and hormonal changes. Other hcp added. Product indication added. Event pt updated: migration/migration of essure location of device: perforation of uterine wall/expulsion of essure device/perforation (uterus) and lower abdominal pain/cramps. Treatment drug added. Event outcome added for lower abdominal pain, pain, apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), hormonal changes and fatigue. Historical drug added. Medical history added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and pelvic pain ("pain"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, hypersensitivity and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.